Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Upon interrogation high pacing lead impedance, high pacing threshold and low sensing were noted. The lead was repositioned. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.